Event description:
It was reported that after the acetabular cup was impacted, a screw was drilled appropriately, and screw placement was performed. The screw that was driven in appeared to fall through the screw hole in the cup. A second screw was used and seemed to do the same thing however it appeared stable enough and remains implanted. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2023 -00206. D10: cat# 110010245, lot# 65788305, g7 osseoti 4 hole shell 54mm f. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified screw shows head has been deformed from attempted implant and then explanted from the patient. Nicks and scratches are noted in the hex and taper below head from use. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to the surgeon not following instructions, as screws need to be placed using the gold drill guide as per the surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.